Event description:
It was reported that the medfusion pump was leaking fluid about half way through the infusion. The total dose volume was 1.9 ml. The leaking was occurring at the connection point of the tubing. The infusion was not life-sustaining and no medical intervention was required. The incident was described as resolved.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. No serial number was provided for the device used.

Event description:
Additional information received via email: the leak was reproducible with 3ml syringe (same lot number) attached to the tubing when slowly pushed not on the pump. We tested a few 3ml syringes with the same lot number (all leaked) and when tested with other lot numbers it did not leak (when tested by pushing fluid slowly not on the pump). Therefore we believe the issue was with the syringe. Serial number of pump not available, patient info updated: no injury or medical intervention, infusion not life-sustaining, event resolved.